Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/09/2015 with the following findings:a review of the pump black box data revealed evidence of short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. Current draws measured within specifications. No errors, alarms, or warnings related to battery life were duplicated during testing. The pump case was removed, and no intermittent conditions were found on the printed circuit board. The complaint was not duplicated.